Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their bottom aligner is cutting into their tongue. Provided hht&t tips and to file bottom aligner. Requested follow up if tips worked and updated photo in bottom aligner for evaluation fit.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.